Event description:
Legal case - (B)(6). Related case (B)(4). Per information received from legal department, the patient had a right knee & left knee replacement on (B)(6) 2011. The patient had right knee & left knee revision (B)(6) 2023 (op report attached). Post operative diagnosis was debris synovitis in both knees. Serial #: (B)(4), category #: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883. Concomitants: unk.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: d1, h6 MDR section codes updated/corrected: a, b, c, d, e, f, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.